Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that 911 was called and customer was hospitalized for falling blood glucose levels. Customer reported that blood glucose levels dropped down to the 20's. Customer was wearing the pump at the time of hospitalization. Customer's current blood glucose level was not included in the report. Nothing further was reported.